Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified first obtuse marginal 1. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another 1.2x12 threader balloon catheter. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified first obtuse marginal 1. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another 1.2x12 threader balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluation by MFR: the returned product consisted of a threader mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the distal end of the markerband. The device failed to inflate to rated burst pressure.